Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot# unknown), egia60amt, egia60amt egia 60 artic med thick sulu (lot# p4j0945), egia60amt, egia60amt egia 60 artic med thick sulu (lot# p4j0862), egia60amt egia 60 artic med thick sulu (lot# n0m0414y), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# n4k1926y), egia45avm, egia45avm egia 45 artic vasc med sulu (lot# unknown), egia45avm, egia45avm egia 45 artic vasc med sulu (lot# unknown), sigpshell, sig power sigpshell control shell (lot# unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic distal gastrectomy procedure, an object was noticed falling into the body and was collected. It is unknown from which cartridge it was dropped. During the first gastrectomy and the purple 60mm firing, it seemed like the cartridge had moved too much, rather than experiencing the so-called "tip twitching." The signia insertion port was from robot port3 (metal). There was no patient injury.

Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. A handle data was available for evaluation. The data saved to the handle was analyzed and abnormalities during a firing in the field were noted. There was an unexpected drop in force during the second motor movement of the firing. It was reported that there were abnormalities of the system data during firing. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.